Event description:
It was reported to a (B) (4) sales professional that a (B) (6) year old male pt underwent a peripheral intervention for his right leg on (B) (6) 20/10. The pt was already admitted to the hospital for a rash and surgery on his right foot prior to the peripheral intervention. The radiology technician, in training to the mynx procedure, proceeded to prep and deploy the mynx device for arterial closure without an aci representative present. Hemostasis was reportedly achieved without any reported complications during deployment. Several hours post procedure, the pt complained of pain at his left groin where a large hematoma was noted. Pressure was held for 30 minutes. The next morning, a pseudoaneurysm measuring 2.4 cm was present which was confirmed via ultrasound. The doctor ordered 2 units of blood to be transfused as the pt's blood level had dropped. In addition, the pseudoaneurysm was treated with a thrombin injection. A large amount of bruising was present but no additional hematoma. At the time of report, the pt remained hospitalized for multiple unk medical issues (information unavailable) and had not yet been ambulated due to multiple foot surgeries.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Hematomas and pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for eval; based on the info provided and the investigation performed, the root cause of the reported hematoma and pseudoaneurysm is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Per the mynx IFU, the mynx device should only be used by a trained licensed physician or healthcare provider. A review of the lhr was not possible as the lot number was not provided. However, product release at (B) (4) is contingent upon the successful completion of lot release testing and a documentation review by the quality department.